Event description:
Discordant, falsely elevated sodium, potassium, and chloride results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned the result after treating the patient. The sample was rerun on the same instrument and resulted lower. The sample was then tested for sodium on an alternate instrument, and the result matched the prior rerun result. The corrected result(s) were reported to the physician(s). The patient was treated with a diuretic due to the falsely elevated results. There were no reports of adverse health consequences due to the discordant, falsely elevated sodium, potassium, and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all tubing, cleaned the rotary valve, and changed the x-seal. The cse ran quality controls, all of which were within range, and tested samples for electrolytes, all of which resulted as expected. The cause of the discordant, falsely elevated sodium, potassium, and chloride results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.